Manufacturer narrative:
During follow-up, the patient said she has been using the twist catheters for quite some time and hasn't ever noticed any problems, defects, or malfunction with the catheters. She declined to give any personal information or look for the catheters to provide the lot number of the ones she was currently using.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic and is still taking it.